Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s mother, on approximately (B)(6) 2025, close to 12:00 am, the patient experienced diabetic ketoacidosis, loss of consciousness, vomiting and dehydration. The parents treated the patient with glucose and glucagon when he lost consciousness at home, based on the cgm reading. An ambulance was called, and the patient was taken to the hospital. There he was treated with intravenous (IV) fluids, IV insulin, insulin degludec and novorapid insulin injections. At an unspecified time of the event the cgm was reading low and the blood glucose reading was 30.0 mmol/l. The patient was hospitalized from (B)(6) 2025. At the time of the report the patient was recovering, very shaken up and has found it hard to stabilize the bg since the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.